Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device shut off by itself when attached to the battery. But was working fine when plugged into a wall outlet. It was noted that the patient was sent to the ICU as they were experiencing difficulty breathing. A replacement battery was sent to the patient. Although this event is on the device battery, this report will be on the device itself. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.